Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged, an attempt was made to reposition the lead and was unsuccessful. The physician decided to explant and replaced the lead. No additional information was available.

Event description:
New information states the patient was asymptomatic post procedure and is currently fine.